Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that he was hospitalized due to an abscess. The patient was give shot of a steroid in the butt and 10 days antibiotics. Pod was worn between 4 and 24 hours.